Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Beginning (B)(6) 2015, ventricular sensing integrity counts (sics) up to 9299; ventricular tachycardia nonsustained episodes with evidence of lead noise oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing sensing integrity counter (sic) since implant. The lead was in unipolar when the patient arrived for evaluation. Reprogramming was performed back to bipolar configuration and sensitivity was decreased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.